Event description:
The patient was undergoing an embolization procedure using ruby coils. When the technologist was removing the coil from the hoop, the hypo tube was bent rendering the coil inoperable. During the procedure, the physician attempted to re-sheath the coil; however, he bent the hypo tube causing the coil to be inoperable. There was no issue with the coil prior to re-sheathing. The physician used other coils to complete the procedure with no adverse effect on the patient.

Manufacturer narrative:
Conclusion: this MDR is associated with MDR 3005168196-2014-00180.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device disposed of by the hospital.